Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement. Device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having charging issues. Database analysis revealed that the ipg exhibited premature battery depletion. The patient had a non-device related surgery wherein an electrocautery was used. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having charging issues. Database analysis revealed that the ipg exhibited premature battery depletion. The patient had a non-device related surgery wherein an electrocautery was used. The patient will undergo ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).